Manufacturer narrative:
Sections with additional information as of 10-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation.most likely underlying root cause: mlc-20: user's test strip had poor storagenote:manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern; unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 222, 296 and 169 mg/dl. The customer¿s expected fasting blood glucose test result range is 80-140 mg/dl. The customer feels well, and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored the kitchen. The customer did have another vial of test strips that had been stored and handled correctly; customer did not provide the lot number. During the call, a blood test was performed by the customer non-fasting and produced test result of 174 mg/dl using truemetrix meter. The meter memory was reviewed for previous test result history (customer only provided 3 results): result 1: 222 mg/dl; time: 5:04pm; date: (B)(6) 2020; fasting. Result 2: 296 mg/dl; time: 10:49am; date: (B)(6) 2020; fasting. Result 3: 169 mg/dl; time: 1:46am; date: (B)(6) 2020; fasting.